Event description:
A report was received that a patient will undergo a pocket revision due to discomfort at the pocket site. The patient's symptoms included stinging, burning, and pinching at the ipg site.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort at the pocket site. The patient's symptoms included stinging, burning, and pinching at the ipg site.

Manufacturer narrative:
Additional information received indicated that the patient underwent the pocket revision. Two lead extensions were implanted and nothing was explanted. The patient is reportedly doing well.